Event description:
The patient stated that, while removing the insulin cartridge which had about 20 units of insulin in it from her infusion device, insulin came out of the cartridge and spilled into the cartridge chamber. She stated that she has now noticed condensation in the cartridge compartment. During troubleshooting with a co representative, the pt was instructed to disconnect from her infusion device, remove the cartridge and tubing, and dry out the condensation in the compartment. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be return for eval.